Event description:
Boston scientific received information that this right ventricular (rv) lead had a micro-dislodgement that occured 3 years previous. There was no report or additional information to boston scientific regarding this until the present. It is unknown if surgical intervention was performed to resolve the dislodgement at that time. This lead has been currently displaying increased pacing thresholds and the patient has felt a twitching sensation. All measurements noted stable. There were no adverse patient effects reported. Boston scientific technical services (ts) discussed possible lead issues. It was reported the patient barely paces and doesn't pace rv, only on the right atrial lead (ra). The physician has chosen not to perform any intervention at this time. A request for additional information has been sent.

Manufacturer narrative:
This report will be updated should additional information become available.